Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 02:00am, the cgm reading was 158 mg/dl. The patient experienced stomachache, and when ketones were tested these were high. The patient was brought to the hospital by their parent, and when a fingerstick was taken the cgm reading was 100 mg/dl, and the blood glucose reading was above 500 mg/dl. Diagnostic test confirmed that the patient was going into diabetic ketoacidosis. No treatment was given at the hospital, and the parent was advised to take the patient home, and treat them with insulin. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.